Event description:
Consumer reported complaint for error messages (e-2). At the time of the call the customer reported feeling shaky; customer stated she was unsure if it was due to her blood pressure, stress from all her medical conditions or diabetes. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2026 and open vial date is 05/06/2025.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to clinic to have blood glucose checked due to meter error messages. Meter and test strips were not returned for evaluation; customer had returned the incorrect meter (replacement meter). Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note 1: manufacturer contacted customer in a follow-up call on 08-may-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated that while awaiting receipt of the replacement product she had gone to have her blood glucose checked at a local clinic. No further details were provided. Note 2: manufacturer contacted customer in a follow-up call on 13-may-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated that she wants to keep her initial true metrix meter as the issue had been with her testing technique. Customer stated she had gone to a clinic to receive training on how to use the true metrix meter; nurse had provided training on the proper testing technique.